Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level was 29 mg/dl. Reportedly, bg level was treated. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was provided.